Event description:
A malfunction on the pump was reported, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur. The pump remained usable, and the customer was advised to call back if the issue recurred.